Event description:
According to the report the handpiece was sparking during use. Further information from this hospital indicates that the user was kinking the end of the handpiece during use.

Manufacturer narrative:
According to the report the handpiece was sparking during use. Further information from this hospital indicates that the user was kinking the end of the handpiece during use. A review of the manufacturing records indicates that the lot was manufactured according to all manufacturing specifications. The handpiece in question was returned and reviewed. At review it was noted that there was charring on the multifilament fiber approximately 1 mm from the coupler. There was also damage to the multifilament fiber and the plastic sheath at other locations on the fiber. When the handpiece was hooked up to a hene laser it was noted that there was damage to the multifilament fiber approximately 1 mm from the coupler. The handpiece was also tested with a tmr 2000 console. While the multifilament fiber was being bent at this location and the footswitch was depressed for the laser the pulse the fiber sparked and smoked at this location. This suggests that the handpiece was used incorrectly at the user facility and was bent during use at this location. The hospital did admit that they kinked the end of the handpiece during use. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the end of the fiber which does not contact the patient.